Event description:
It was reported that the colonovideoscope had connection issues occurred, and the system had failed to connect with the tower. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.